Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving high blood glucose. The customer treated herself with manual injections. The customer stated that she had received no delivery alarms in the past. Nothing further reported.